Event description:
It was reported that this right atrial (ra) lead was exhibiting high capture thresholds and loss of capture shortly after it was implanted. An x ray was performed in which a change in the deflection was noticed. The ra lead was successfully repositioned. No additional adverse patient effects were reported.